Manufacturer narrative:
Bayer case number: (B)(4) abnormally heavy periods resulting from adenomyosis related to essure implants [heavy periods] , abnormally heavy periods resulting from adenomyosis related to essure implants [adenomyosis] , severe anemia [anemia] , chronic tiredness [tiredness] , memory problems [memory disturbance] , tachycardia [tachycardia] , muscular pain [muscular pain] , tendon pain [tendon pain] , multiple tendinopathies [tendinopathy] , various osteoarticular pains [osteoarticular pain] , osteopathic deformities [bone deformity] , significant dry eye problems [dry eye] , particularly with visual disorders in the left eye [visual impairment] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 03-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("abnormally heavy periods resulting from adenomyosis related to essure implants") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2171 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("abnormally heavy periods resulting from adenomyosis related to essure implants"), anaemia ("severe anemia"), fatigue ("chronic tiredness"), memory impairment ("memory problems"), tachycardia ("tachycardia"), myalgia ("muscular pain"), tendon pain ("tendon pain"), tendon disorder ("multiple tendinopathies"), arthralgia ("various osteoarticular pains"), bone deformity ("osteopathic deformities"), dry eye ("significant dry eye problems") and visual impairment ("particularly with visual disorders in the left eye"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (endometrial removal on (B)(6) 2018 & to remove essure on (B)(6) 2026). At the time of the report, the anaemia, fatigue, memory impairment, tachycardia, myalgia, tendon pain, arthralgia, bone deformity, dry eye and visual impairment had not resolved. The outcomes for heavy menstrual bleeding and adenomyosis were unknown. The reporter considered adenomyosis, anaemia, arthralgia, bone deformity, dry eye, fatigue, heavy menstrual bleeding, memory impairment, myalgia, tachycardia, tendon disorder, tendon pain and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abnormally heavy periods resulting from adenomyosis related to essure implants [heavy periods]. Abnormally heavy periods resulting from adenomyosis related to essure implants [adenomyosis]. Severe anemia [anemia]. Chronic tiredness [tiredness]. Memory problems [memory disturbance]. Tachycardia [tachycardia]. Muscular pain [muscular pain]. Tendon pain [tendon pain]. Multiple tendinopathies [tendinopathy]. Various osteoarticular pains [osteoarticular pain]. Osteopathic deformities [bone deformity]. Significant dry eye problems [dry eye]. Particularly with visual disorders in the left eye [visual impairment]. Case narrative: the below report was received by health authority ansm (reference number: r2602280) on 27-jan-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("abnormally heavy periods resulting from adenomyosis related to essure implants") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2171 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("abnormally heavy periods resulting from adenomyosis related to essure implants"), anaemia ("severe anemia"), fatigue ("chronic tiredness"), memory impairment ("memory problems"), tachycardia ("tachycardia"), myalgia ("muscular pain"), tendon pain ("tendon pain"), tendon disorder ("multiple tendinopathies"), arthralgia ("various osteoarticular pains"), bone deformity ("osteopathic deformities"), dry eye ("significant dry eye problems") and visual impairment ("particularly with visual disorders in the left eye"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (endometrial removal on (B)(6) 2018 & to remove essure on (B)(6) 2026). At the time of the report, the anaemia, fatigue, memory impairment, tachycardia, myalgia, tendon pain, arthralgia, bone deformity, dry eye and visual impairment had not resolved. The outcomes for heavy menstrual bleeding and adenomyosis were unknown. The reporter considered adenomyosis, anaemia, arthralgia, bone deformity, dry eye, fatigue, heavy menstrual bleeding, memory impairment, myalgia, tachycardia, tendon disorder, tendon pain and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abnormally heavy periods resulting from adenomyosis related to essure implants [heavy periods], severe anemia [anemia] , chronic tiredness [tiredness] , abnormally heavy periods resulting from adenomyosis related to essure implants [adenomyosis] , memory problems [memory disturbance] , tachycardia [tachycardia] , muscular pain [muscular pain], tendon pain [tendon pain] , multiple tendinopathies [tendinopathy] , various osteoarticular pains [osteoarticular pain] , osteopathic deformities [bone deformity] , significant dry eye problems [dry eye] , particularly with visual disorders in the left eye [visual impairment] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 04-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("abnormally heavy periods resulting from adenomyosis related to essure implants") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2171 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), anaemia ("severe anemia"), fatigue ("chronic tiredness"), adenomyosis ("abnormally heavy periods resulting from adenomyosis related to essure implants"), memory impairment ("memory problems"), tachycardia ("tachycardia"), myalgia ("muscular pain"), tendon pain ("tendon pain"), tendon disorder ("multiple tendinopathies"), arthralgia ("various osteoarticular pains"), bone deformity ("osteopathic deformities"), dry eye ("significant dry eye problems") and visual impairment ("particularly with visual disorders in the left eye"). Essure was removed on (B)(6) 2026. The patient was treated with surgery (endometrial removal on (B)(6) 2018 & to remove essure on (B)(6) 2026). At the time of the report, the anaemia, fatigue, memory impairment, tachycardia, myalgia, tendon pain, arthralgia, bone deformity, dry eye and visual impairment had not resolved. The outcomes for heavy menstrual bleeding and adenomyosis were unknown. The reporter considered adenomyosis, anaemia, arthralgia, bone deformity, dry eye, fatigue, heavy menstrual bleeding, memory impairment, myalgia, tachycardia, tendon disorder, tendon pain and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.